Event description:
Resident was being transferred from wheelchair to bed via hoyer lift. As hoyer lift was pushed under bed, wheel of lift hit base of trapeze bar which shifted the weight of resident, causing the hoyer lift to tip which resulted in resident falling to the floor. Resident complained of hip pain, was transferred to the hosp. Diagnosis: fracture of left hip. During hospitalization resident had a cva and expired.